Event description:
It was reported that during the transseptal procedure, the wire was unintentionally advanced into the patient's aortic root. The caller stated that the patient had an underlying dilated aortic root (measured 4.6 cm), so the physician positioned the transseptal needle and wire into a more posterior approach. The transseptal wire was noticed under intracardiac echocardiography (ice) to not be in the left chamber but in the aortic root. A drop in the patient's arterial line blood pressure was noticed. The patient was under general anesthesia. The ablation procedure was aborted. The patient was treated with 'pressure support' and heparin reversal agents. The patient was still intubated and sent to the surgical intensive care unit with stable blood pressure. When removed from the lab they were stable and on 'minimal support.' A map had been created with a non-boston scientific catheter from the right atrium, prior to the transseptal procedure. A non-boston scientific coronary sinus catheter was also in place in the coronary sinus. Farapulse pulse field ablation system was intended for use. MDR report #: mw5162658.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. A good faith effort to obtain the information could not be performed, since the facility was not provided.